Event description:
It was reported that the patient was experiencing pericarditis. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Five (5) days post procedure the patient presented to the emergency room with chest pain. The patient was experiencing atrial flutter and pericarditis. Echocardiogram showed no pericardial effusion and that the closure device was still in a good position. The patient was given medication for the atrial flutter and nonsteroidal anti-inflammatory medication for the pericarditis. The patient was discharged home with no other complications. The patient made a full recovery from this event.